Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. There was a change in the intrinsic morphology. Smart pass had programmed itself off and there was some undersensing due to the morphology changes. Also, there was some noise. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.